Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock. The customer reported a blood glucose level of 110 mg/dl. The customer primed the tubing and resumed insulin delivery.